Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov2010009. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Test results of retention samples met qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified..

Event description:
Invalid result (s). No result. User appeared to perform test procedure correctly.